Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had her device adjusted last thursday and on sunday the patient started having more leaks and they increased every day. The patient stated that yesterday she had leaks and an accident. The patient noted that she had to cancel a trip to (B)(6) because she was worried about not being able to get to the bathroom. Troubleshooting attempts were made and the patient was able to increase stimulation to a comfortable level. The patient also mentioned that when she laid down she felt more stimulation. There were no further symptoms or complications reported or anticipated.